Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The nurse states the customer's pump is broken. The customer's blood glucose level at the time of hospitalization was 621mg/dl. The customer was treated with insulin drip. The customer states they received three motor error alarms. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a constant watchdog set test failure alarm during the displacement test due to a faulty component on the interface board. Unable to confirm the motor error alarm or perform the functional testing including displacement, rewind, basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the alarm. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.